Event description:
I have a medtronic 670 pump. I am an extremely experienced pump user, having used insulin pumps for over 17 years. When I returned from a trip back east on sunday, in resetting the time zone on my pump clock, I accidentally set it to pm instead of am. This is way too easy to do because they have am/pm settable separately from the time. In fact when I posted it to my (B)(6) page and tagged 4 of my friends with insulin pumps, each one of them said they had done this previously (one said multiple times) and suffered adverse side effects. I had an extremely low blood sugar episode on monday afternoon - my monday 4 am insulin requirements are much higher than 4 pm insulin pump requirements. I treated the low, which included shutting off my basals for 90 minutes. I didn't notice the issue with the am/pm setting until tuesday morning.